Event description:
According to the facility the in-line suction catheter 'disconnected and had to be manually pulled out of the endo tracheal tube'.

Manufacturer narrative:
According to the facility the in-line suction catheter 'disconnected and had to be manually pulled out of the endo tracheal tube'. Per the facility the detached portion was retrieved from the patient after quickly being identified by the staff. Per the facility the patient never became unstable during the incident, and there was no reported impact to the patient. No additional information is available at this time. The sample is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Recall r-22-100 was initiated related to this issue.